Event description:
Unomedical reference number (B)(4). Event occurred in brazil. On (B)(6) 2024, the patient's mother reported that her child faced two bent cannulas and they changed it today. Therefore, the patient experienced high blood glucose level as she placed a third infusion set, which they tried to treat with 0.5 unit of insulin with a pen at 06:30 pm. Yesterday, he felt very thirsty and vomited as well. Since (B)(6) 2024, the patient's blood glucose level was high, and she changed the infusion set three times. Currently, the patient's blood glucose level dropped from 280 mg/dl to 207 mg/dl and later dropped to 196 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.